Event description:
It was reported that a malfunction occurred on the pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with resetting the pump, as the malfunction code was resettable, and informed the caller to continue using the pump and to contact them if the issue recurred. The caller understood the instructions.